Event description:
Procedure: urogynecolgical. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvisoft accellular collalgen biomesh was reported to be used/implanted during this procedure. Additional info from importer report: additional info has been requested, but not yet received. Associated MDR: 1018233-2013-00167.

Manufacturer narrative:
(B)(4).